Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a water leak from the plunger. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. The complaint was verified during testing. Filled the syringe with water and applied pressure and found that water leaked into the plunger. It was highly likely that the problem occurred after shipment from unisys. An investigation was carried out into the packaging of the components to see if the syringes could be crushed, but no factors were identified that could cause the crushing, and the cause of the problem could not be identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.